Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2351 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Patient sensors test passed. Teach pumps test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler's screen went blank during power fail recovery. Pressed ok, stop, and touched the screen but it remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The patient was connected during incident. There was no power outages, not an outlet issue, and the power cord was securely plugged in. Replaced cycler due to power issues. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.